Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to our fisher & paykel (f&p) healthcare service centre in the USA, where it was inspected by a trained f&p healthcare service technician. A photograph of the power cord was also provided for evaluation. Results: the service centre and photographs confirmed that the power cord was damaged, with exposed copper wires observed. The power cord was replaced as part of the service. Conclusion: the root cause of the observed damage was not determined. During production the electrical connections of the earth wires on all mr850 respiratory humidifiers are 100% tested for electrical continuity. All mr850 respiratory humidifiers are visually inspected for damaged power cords before release for distribution. Any unit that fails these tests are rejected. The subject mr850 respiratory humidifier would have met the required specifications at the time of production. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no. 601.01, ul 60601-1, iec 60601-1.

Event description:
During device evaluation of a mr850 respiratory humidifier at our fisher & paykel healthcare (f&p) regional office in the USA, it was found that the power cord was damaged, with exposed copper wiring. There was no patient involvement as the issue was found whilst the device was not in use on a patient.